Event description:
The surgeon reported that during the phacoemulsification procedure some fibers got into the pt's eye during the paracentesis. The surgeon stated, the fibers were only visible under microscope and they were not removed from the eye. The surgeon also stated, the fibers were not causing any damage to the eye. The surgeon stated, he thinks that the fibers probably originated from the cotton swabs within the custom pak. Additional follow-up info has been requested.

Manufacturer narrative:
No samples were returned for eval and root cause analysis. A definitive root cause could not be determined for this event. A review of the complaint history shows no additional complaint of this nature from this facility. Due to the nature of the custom pak materials, fibers may be present. Precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. In this case, alcon has taken the position to visit the customer to evaluate if changes to the custom pack configuration or selected materials to reduce the presence of fibers. It remains the customer's decision to select the items and to define the pack configuration. (B) (4). (B) (4). (B) (4).